Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2339 is being used to capture the reportable event of ulcer. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e1906 is being used to capture the reportable event of infection. Block h11: blocks b5, b2, h6 (impact codes) were updated based on additional information received on june 06, 2024. Block h8 was corrected.

Event description:
It was reported that 3 months after the implantation of a hydrogel spacer, the patient completed radiation treatment. A colonoscopy and magnetic resonance imaging (MRI) were conducted, and the presence of pus was observed at the anus following the procedure, it was confirmed the formation of a rectal ulcer and perirectal abscess. The images from the placement procedure were observed, and no issues were noticed during the procedure. The shape of the hydrogel was ideal. The patient received antibiotic treatment and underwent drainage by a gastroenterologist, resulting in improved progress. It was suspected that the prostate may have caused a strong pressure on the rectum due to the hydrogel, which may have caused ischemia in the rectal wall. Another option was evaluated, due to multiple factors such as the possibility that the rectal wall got severely damaged from the 5 times stereotactic irradiation, resulting in the development of ulcers due to the partial ischemia of the rectal wall. There was a high possibility that these caused infection, and it led to the formation of an abscess. Additional information. The placement procedure was conducted under general anesthesia, additionally fiducial markers were placed transperineally. According to the physician's assessment, the abscess, ulcer, and ischemia were associated with the placement of the hydrogel. The patient was admitted to the hospital following this incident. The reports indicated that the patient progress went well and without dietary restrictions.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e2339 is being used to capture the reportable event of ulcer. Patient code e172001 is being used to capture the reportable event of abscess. Patient code e1906 is being used to capture the reportable event of infection.

Event description:
It was reported that 3 months after the implantation of a hydrogel spacer, the patient completed radiation treatment. A colonoscopy and magnetic resonance imaging (MRI) were conducted, and the presence of pus was observed at the anus following the procedure, it was confirmed the formation of a rectal ulcer and perirectal abscess. The images from the placement procedure were observed, and no issues were noticed during the procedure. The shape of the hydrogel was ideal. The patient received antibiotic treatment and underwent drainage by a gastroenterologist, resulting in improved progress. It was suspected that the prostate may have caused a strong pressure on the rectum due to the hydrogel, which may have caused ischemia in the rectal wall. Another option was evaluated, due to multiple factors such as the possibility that the rectal wall got severely damaged from the 5 times stereotactic irradiation, resulting in the development of ulcers due to the partial ischemia of the rectal wall. There was a high possibility that these caused infection, and it led to the formation of an abscess.